Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted shortly after implant. The patient was not feeling better after the system was implanted and when checked, this rv lead exhibited a decrease in r-waves and intermittent capture. The rv lead was surgically abandoned and replaced. An x-ray was performed and the lead appeared to be in the same position as it was at implant; however, it was suspected that there was less slack on the lead compared to implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the rv lead was returned and analyzed. In addition, a correction is needed to the initial report event description as the lead was explanted, not surgically abandoned.